Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 ((B)(6)) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 69 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 the patient presented to an outside hospital with nausea, vomiting, fever of 102 degrees fahrenheit, and diaphoresis. Workup revealed fever of 101.4 degrees fahrenheit, la was 3.3, and white blood cell count (wbc) was 14.6. Urinary analysis (ua) revealed leukocyte esterase and bacteria. The patient was transfused 500 cc intravenous fluids (ivf), vancomycin, zosyn, and reglan. Respiratory syncytial (rsv), endoscopic retrograde cholangio-pancreatography (ervp), including flu were negative. The driveline was without trauma, but drainage was present. The patient was admitted and had prolonged hospitalization due to major infection of the driveline. The patient was prescribed 1 day of oral antibiotic zosyn, and 1 day of parenteral antibiotic vancomycin. The final antibiotic plan was a 2-week course of ceftriaxone 2g every 24-hours, ending on (B)(6) 2018. Gastrointestinal (gi) performed a colonoscopy which was found multiple polyps, but was negative for obvious source of bacteremia. A transesophageal echocardiogram (tee) was negative for vegetations.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The center reported that the patient had a driveline infection beginning on 10dec2018. The patient presented to an outside hospital with nausea, vomiting, and fever. The patient also reported a fever and diaphoresis. At oslow, the patient¿s workup revealed a fever of 101.4, la of 3.3, and white blood cell count of 14.6. A urinary analysis revealed leukocyte esterase and bacteria. The patient was given 500 cc ivf, vancomycin, zosyn, and reglan. Rsv and ervp, including flu were negative at the outside hospital. The patient¿s driveline was without trauma or drainage. The patient was hospitalized and treated with oral antibiotics (zosyn) and parenteral antibiotics (vancomycin). It was later reported that the final antibiotic plan for the patient would be ceftriaxone 2 g every 24 hours for 2 weeks (ending 24dec2018). Gi performed a colonoscopy which found multiple polyps, but was negative for obvious source of bacteremia. A transesophageal echocardiography (tee) was negative for vegetations. The patient remains ongoing on vad support. Localized, driveline, and pump pocket or pseudo pocket infection are listed in the hm3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding controlling infection as well as a section on caring for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the outside hospital blood culture resulted as positive for streptococcus bovis in two out of four bottles (one out of two sets), which was likely a true pathogen as the patient had presented with fevers/leukocytosis. It was unclear where the source was.

Manufacturer narrative:
Investigation conclusion: a direct relationship between the device and the reported event could not be determined. The patient remains ongoing on vad support. Localized, driveline, and pump pocket or pseudo pocket infection are listed in the hm3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding controlling infection as well as a section on caring for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.